Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a device issue. During surgery, only the connections were changed, and the device functioned appropriately. No patient complications were reported.